Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product no longer available for return.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. It was reported that the patient's husband tried to wake her up, but she did not respond and the husband called the paramedics. The paramedics tested her blood glucose level, which was above 900 mg/dl. The patient was taken to the hospital and treated with insulin. The patient was admitted to the hospital for four days. The patient has switched off the insulin pump and is using an insulin pen instead.